Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket infection with sepsis. Reportedly, the patient also had bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.